Event description:
After the stapler was fired the jaws of the device would not open. Because it was stuck to the tissue the surgeon proceeded to cut around the jaw to remove the device. Another device was used to complete the procedure with no injury to the pt reported.